Event description:
It was reported that approximately 5 months post-implant of a bifurcated device, an infrarenal aortic extension, a limb extension and competitor's stent graft in the left hypogastric artery (hypo snorkel method), a follow up computed tomography scan revealed a disconnect between the left limb of the bifurcated device and the limb extension, and the migration of the competitor's stent graft. The patient was treated with additional limb extension, to bridge between the separated components. An attempt was made to cannulate the competitor's stent graft by bilaterally implanting additional limb extensions but was unsuccessful. The physician decided to implant aorto-uni-iliac and femoral to femoral bypass procedure. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. The cause of the separation of the left common iliac limb extension graft and the left external iliac limb extension graft may be attributed to poor graft apposition of the left iliac limb extension grafts, including the competitor's graft in the left internal iliac artery to the vessel walls. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.updated contact details.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.